Manufacturer narrative:
Uf/importer rpt num: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, ten days later, the patient returned to the operating room for a reassessment of tracheostomy due to hemoptysis and trach site bleeding. There was a significant organized clot in the trachea just above the trach tube balloon.